Event description:
After a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. In 2005 the patient had a taxus express2 - 3.0 x 16 mm drug eluting stent implanted. On the 4th day the patient began to have numbness in hands and feet. In a week later the patient was re-hospitalized for welts with rash, swelling of lips and face, blue lips, numbness in hands and feet. The cardiologist found nothing wrong with the taxus stent and an allergist was consulted. The allergist felt that the patient symptoms were due to their medications. The patient was taken off plavix and their medications were switched around. The patient continues to have follow up care with their allergist and cardiologist for medications changes.